Event description:
During shoulder repair, burr made a loud rasping sound and a large plume of metal dots was viewed on the scope screen. The burr was immediately removed and the shoulder was irrigated.